Manufacturer narrative:
(B)(4). Examination of the returned device revealed breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor was cracked.the black plastic separated from the metal portion. The two piece are complete and needs to be returned. Examination revealed breakage.